Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the blood parameter monitor (bpm) being used in conjunction with the neonatal extracorporeal membrane oxygenation (ECMO) suddenly shut down and then automatically restarted. After reconnecting the unit to the hematocrit saturation (h/s) probe and performing calibration, the data on the display was inaccurate. The carbon dioxide (co2) was 37 but the bpm displayed 46. The partial pressure oxygen (po2) was 322 but the bpm displayed 364. Another unexpected shutdown was followed by an automatic restart. The procedure was attempted using the previous calibration values; however, the gas data significantly deviated from the actual measurements. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.